Event description:
The screw used to lock down the insert was stripped. Another insert was opened and the screw was inserted sucessfully. There was no adverse consequence for the patient or delay in surgery or anesthaesia time.

Manufacturer narrative:
Evaluation could not be performed.